Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported signal calibration failure could not be confirmed as the device was able to calibrate without issue. However, a break between proximal and distal tube was observed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported signal calibration failure is likely due to the noted break. In this case, the break was likely an inadvertent damage due to excessive force or mishandling during preparation. Although there was no issue during testing, it is possible that the break caused an intermittent open/short circuit during preparation. As a result, the user experienced a difficulty to calibrate the device during preparation. Based on the findings, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the pressurewire x could not be calibrated, the device did not work correctly, it was impossible to normalize it (i.e. To link the pressure sensor to the blood pressure sensor) so the gradient value was not the right one and the result was wrong. The pal lighting color pattern at the moment of the failure was steady green. They replaced the device with a new device and it worked normally. There was no adverse patient effect and no clinically significant delay in the procedure. The return device was noted to have a one sharp bend with a small break in the distal tube just past the end of the proximal tube in the pressurewire. No additional information was provided.